Manufacturer narrative:
Section d1: corrected section d4, catalog number, primary UDI number: corrected section h6: corrected. Manufacturer's investigation conclusion: the reported outflow graft thrombus and outflow graft kink could not be conclusively determined through this investigation as no product was returned for evaluation and no images were provided by the account. Elevations in pump power/estimated flow were confirmed via the submitted log files. A correlation between the heartmate ii lvas (left ventricular assist system), the elevated pump powers, and suspected thrombus could not be conclusively established through this evaluation. The first 3 log files submitted for review contained overlapping events and data captures spanning from 03feb2024 to 02apr2024. Elevations in pump power/estimated flow were captured on 27feb2024 and from 31mar2024 to 02apr2024, with pump power varying from 8.0 w (watts) to 10.0 w. A follow up set of three log files contained overlapping events and data captures spanning from 03apr2024 to 24apr2024. Elevations in pump power/estimated flow were captured on 04apr2024, from 10apr2024 to 13apr2024, from 16apr2024 to 22apr2024, and on 24apr2024, with pump power varying from 7.9 w to 10.8 w. The seventh and final log file contained events and data captures spanning from 28may2024 to 05jun2024. Elevations in pump power/estimated flow were captured throughout the log file, with pump power varying from 7.9 w to 11.2 w. A specific cause for the changes in pump parameters cannot be conclusively determined. No notable alarms were captured, and the pump appeared to have been operating as intended at the fixed speed throughout all of the submitted log files. A cta (computed tomography angiography) scan of the chest revealed biodebris in the outflow graft bend relief, biodebris and/or thrombus of the outflow graft lumen, and a kink in the outflow graft lumen approximately 1 cm (centimeter) from the anastomosis with ascending aorta, consistent with the CT (computed tomography scan) from july 2021 (related manufacturer report number 2916596-2024-02271). It was reported that the patient refused a pump exchange and has been placed on persantine with weekly clinic follow-ups/hemolysis labs/thromboelastographies. The patient remains ongoing on (B)(6) and was to undergo a repeat ramp echocardiogram in may 2024. No further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), is currently available. Section 1, "introduction," outlines potential adverse events, including thrombus, that may be associated with the use of the heartmate ii left ventricular assist system. This section addresses pump speed, power, flow, and pi (pulsatility index), and explains that pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Section 5, "surgical procedures," contains information regarding the preparation and attachment of the sealed outflow graft. The instructions for use instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 6, "patient care and management," outlines the indications of thrombus and how to respond to such events this section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and contains information regarding recommended anticoagulation therapy. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had acute on chromic right ventricular failure and end stage heart failure. It was unknown if the right ventricular failure was pre-existing prior to left ventricular assist device (lvad). They had a known pump clot thrombosis. The thrombosis had been there for years and progressively got worse. The patient had epistaxis, bled out and passed away on (B)(6) 2024. The patient was on hospice service at time of death. The cause was not provided, and the outcome was not considered device or therapy related. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on (B)(6) 2024 patient presented to the emergency department with high flows and "++" along with high watts. There were no alarms associated with the event. A review of the log files found elevated pump powers that started in the morning of (B)(6) 2024. The powers were in the 8-9 watt range. The patient was clinically asymptomatic, their lactate dehydrogenase (ldh) was in a similar range to the patient's previous values, around 400. The patient was brought in for observation so their ldh and plasma hemoglobin could be trended, and an echocardiogram of their aortic valve opening could be performed. Additional log files from (B)(6) 2024 and (B)(6) 2024 were reviewed and found 2 unsustained power/flow elevations. The log files also showed that the patient was sleeping on battery power as shown through the patient not connecting to the power module/mobile power unit. Log files from (B)(6) 2024 indicated that the recorded average power and flow values were 6.1 watts and 5.8 liters per minute (lpms). A computed tomography showed bio debris in the bend relief portion of the outflow cannula, bio debris and/or thrombus of the free outflow cannula, and the free cannula kinked distally within 1 cm of anastomosis with ascending aorta. The imaged appeared comparable to imaging that was performed in (B)(6) 2021 (MFR #2916596-2024-02271) where there was an apparent unchanged nonocclusive thrombus within the outflow tract. The main pulmonary artery was normal in diameter without evidence of large central filling defect. The thoracic aorta was non-aneurysmal with scattered atherosclerotic plaques. The patient refused a pump exchanged, so they were given 100 mg persantine three times a day, was scheduled for weekly follow up appointments and weekly blood work that included hemolysis labs and a thromboelastographic (teg), and a repeat echocardiogram would be done in 1 month.

Manufacturer narrative:
Section d4 (expiration date): correction. Section h1: correction. Additional information to the manufacturer's investigation conclusion: a direct correlation between the patient outcome, heartmate ii lvas (left ventricular assist system), serial number (B)(6) , and the events leading up to the patient outcome could not be conclusively established through this evaluation. The reported outflow graft kink could not be conclusively determined through this investigation as no product was returned for evaluation and no images were provided by the account. Elevations in pump power/estimated flow were confirmed via the submitted log files. A correlation between the heartmate ii lvas (left ventricular assist system), the elevated pump powers, and suspected thrombus could not be conclusively established through this evaluation. The device will not be returned for evaluation. The heartmate ii left ventricular assist system instructions for use rev. C is currently available. Section 1, "introduction," outlines potential adverse events, including thrombus, right heart failure, bleeding, and death, that may be associated with the use of the heartmate ii left ventricular assist system. The instructions for use cautions: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿. No further information was provided. The manufacturer is closing the file on this event.